Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 4035 initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver alarm history was reviewed and revealed two alarms, both 2d fault codes. This fault code can be recorded as the result of either functional testing during servicing or engagement of the secondary motor. Visual inspection of the driver revealed that the secondary motor cam follower was out of the bottom dead center (bdc) position, which can happen as the result of the secondary motor engaging, impact shock, near drop, or other rough handling. It is likely that the first 2d alarm was produced during the last servicing of the driver and that the second 2d alarm was the alarm reported by the customer. During investigation testing, the driver passed all sections of functional testing. Additionally, the driver was tested using the secondary motor, and passed all sections related to pressure testing. The customer-reported issue was not reproduced. The root cause of the engagement of the secondary motor and the associated 2d alarm could not be determined. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver. There was no reported adverse patient impact.